Event description:
Surgeon noted that the clips on the vessels were loose and not clamping down all the way.======================manufacturer response for ethicon ligaclip 10mm, ethicon (per site reporter).======================manufacturer will send product for analysis.